Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). This was identified before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during review of the alarm log and functional testing. In addition, the power cord was identified with the plastic cover damaged during sample analysis, and the battery was found to be expired.. The cause of the f-38 alarm was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs, power cord, battery, and lead acid were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.